Event description:
It was reported that there was a non-physiologic type of signal on the right ventricular channel which was sensed by the pacemaker and resulted in approximately 3.5 seconds of pacing inhibition. An intrinsic ventricular event ended the pause. Technical services discussed possible electromagnetic interference. The pacemaker remains in service and no adverse patient effects were reported.